Event description:
Prior to spiking bag for zosyn, rn pulled blue tab off the solution port, the distal portion of the port fell off and the zosyn ran out of the bag onto the floor. Rn obtained new dose for patient. Minimal delay in patient receiving medication.